Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure not displaced in us / essure not located during bilateral laparoscopic salpingectomy / essure (two) in abdominal cavity, between the left part of the hypogastrium and the left iliac fossa (ultimately in the left abdominopelvic quadrant)') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2017. The patient's medical history included parity 3 (eutocic deliveries in 2004, 2009 and 2014), preterm labor, hypothyroidism, anorexia nervosa, migraine and smoker ((1 pack per day).). Patient has no known allergies. . On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy") with amenorrhoea. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("colic-like pain in the hypogastrium"), 2 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced back pain ("pain in lower back"). On (B)(6) 2017, the patient experienced abortion incomplete ("incomplete abortion"). On (B)(6) 2018, the patient experienced complication of device removal ("bilateral laparoscopic salpingectomy - essures were not located during procedure"). On an unknown date, the patient experienced scar ("two 5 m punctiform scars"). The patient was treated with surgery (bilateral laparoscopic salpingectomy on (B)(6) 2018 - essure not found and suction curettage (on (B)(6) 2017)). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation and scar had not resolved and the pregnancy with contraceptive device, abdominal pain lower, abortion incomplete, complication of device removal and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, abortion incomplete, back pain, complication of device removal, device dislocation, pregnancy with contraceptive device and scar to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2015, impossible to insert the left essure due to non-preparation of the endometrium and poor tolerance. It is not possible to access the left ostium. On (B)(6) 2015, the left device is placed in the second stage. Rings: 4 in the right ovary and 4 in the left ovary. Given the presence of devices that migrated to the abdominal cavity, it was decided to take a watchful waiting approach. The steps to follow are agreed with the patient and she agrees to the watchful waiting. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: no relevant histologic lesions found in the anatomical pathology analysis of the fallopian tubes.. Pregnancy test - on (B)(6) 2017: positive. Ultrasound scan - on (B)(6) 2015: uterus in anteversoflexion. Both essure devices well inserted. Right with image compatible with hemorrhagic follicle. Left one of normal echostructure. No free intra-abdominal fluid ovaries: right ovary: 26x21 mm with an image suggesting haemorrhagic ovarian cyst; left ovary: 28x14 mm. Normal echostructure.; on (B)(6) 2018: uterus in regular anteversoflexion of 53x31mm. Right ovary of 25x21 mm normal echo structure. Left ovary 50x37 mm bilobed anechoic formation with no free fluid in douglas. Essure not observed.; on (B)(6) 2018: essure could not be found inside the uterus.; on (B)(6) 2018: essure (two devices) in the left iliac fossa. Ultrasound scan vagina - on (B)(6) 2015: both essure devices were inserted correctly; on (B)(6) 2017: uterus in anteversoflexion, regular, occupied by the gestational sac where the yolk sac is visualized inside. Essure is not displayed. X-ray of pelvis and hip - on (B)(6) 2015: the device was shown to be in the left pelvic area; on (B)(6) 2017: the device was shown to be in the left pelvic area; on (B)(6) 2018: the device was shown to be in the left pelvic area; on (B)(6) 2018: essure (two) in abdominal cavity, between the left part of the hypogastrium and the left iliac fossa (ultimately in the left abdominopelvic quadrant.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jun-2021: a new reporter (physician), medical history, lab data and two news adverse events (back pain lower and scars) were received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure not displayed in us / essure not located during bilateral laparoscopic salpingectomy / essure (two) in abdominal cavity, between the left part of the hypogastrium and the left iliac fossa (ultimately in the left abdominopelvic quadrant)') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2017. The patient's medical history included parity 3 (eutocic deliveries in 2004, 2009 and 2014) and preterm labor. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy") with amenorrhoea. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("colic-like pain in the hypogastrium"), 2 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced abortion incomplete ("incomplete abortion"). On (B)(6) 2018, the patient experienced complication of device removal ("bilateral laparoscopic salpingectomy - essures were not located during procedure"). The patient was treated with surgery (bilateral laparoscopic salpingectomy - essure not found and suction curettage). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation had not resolved and the pregnancy with contraceptive device, abdominal pain lower, abortion incomplete and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, abortion incomplete, complication of device removal, device dislocation and pregnancy with contraceptive device to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2015, impossible to insert the left essure due to non-preparation of the endometrium and poor tolerance. It is not possible to access the left ostium. On (B)(6) 205, the left device is placed in the second stage. Rings: 4 in the right ovary and 4 in the left ovary. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: positive. Ultrasound scan - on (B)(6) 2015: uterus in anteversoflexion. Both essure devices well inserted. Right with image compatible with hemorrhagic follicle. Left one of normal echostructure. No free intra-abdominal fluid; on (B)(6) 2018: uterus in regular anteversoflexion of 53x31mm. Right ovary of 25x21 mm normal echo structure. Left ovary 50x37 mm bilobed anechoic formation with no free fluid in douglas. Essure not observed.; in (B)(6) 2018: essure (two devices) in the left iliac fossa. Ultrasound scan vagina - on (B)(6) 2017: uterus in anteversoflexion, regular, occupied by the gestational sac where the yolk sac is visualized inside. Essure is not displayed. X-ray - on (B)(6) 2018: essure (two) in abdominal cavity, between the left part of the hypogastrium and the left iliac fossa (ultimately in the left abdominopelvic quadrant.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure not displayed in us / essure not located during bilateral laparoscopic salpingectomy / essure (two) in abdominal cavity, between the left part of the hypogastrium and the left iliac fossa (ultimately in the left abdominopelvic quadrant)') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in august 2017. The patient's medical history included parity 3 (eutocic deliveries in 2004, 2009 and 2014), preterm labor, hypothyroidism, anorexia nervosa, migraine and smoker (1 pack per day). Patient has no known allergies. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy") with amenorrhoea. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("colic-like pain in the hypogastrium"), 2 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced back pain ("pain in lower back"). On (B)(6) 2017, the patient experienced abortion incomplete ("incomplete abortion"). On (B)(6) 2018, the patient experienced complication of device removal ("bilateral laparoscopic salpingectomy - essures were not located during procedure"). On (B)(6) 2018, the patient experienced scar ("consequences of two 5 m punctiform scars due to the salpingectomy"). The patient was treated with surgery (bilateral laparoscopic salpingectomy on (B)(6) 2018 - essure not found and suction curettage on (B)(6) 2017). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation and scar had not resolved and the pregnancy with contraceptive device, abortion incomplete, abdominal pain lower, complication of device removal and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, abortion incomplete, back pain, complication of device removal, device dislocation, pregnancy with contraceptive device and scar to be related to essure. The reporter commented: on (B)(6) 2015, impossible to insert the left essure due to non-preparation of the endometrium and poor tolerance. It was not possible to access the left ostium. On (B)(6) 2015, the left device was placed in the second stage. Rings: 4 in the right ovary and 4 in the left ovary. Given the presence of devices that migrated to the abdominal cavity, it was decided to take a watchful waiting approach. The steps to follow are agreed with the patient and she agrees to the watchful waiting. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2018: essure could not be seen in neither of the fallopian tubes. Pathology test - on (B)(6) 2018: no relevant histologic lesions found in the anatomical pathology analysis of the fallopian tubes. Pregnancy test - on (B)(6) 2017: positive. Ultrasound scan - on (B)(6) 2015: uterus in anteversoflexion. Both essure devices well inserted. Right with image compatible with hemorrhagic follicle. Left one of normal echostructure. No free intra-abdominal fluid. Ovaries: right ovary: 26x21 mm with an image suggesting haemorrhagic ovarian cyst; left ovary: 28x14 mm. Normal echostructure; on (B)(6) 2018: uterus in regular anteversoflexion of 53x31mm. Right ovary of 25x21 mm normal echo structure. Left ovary 50x37 mm bilobed anechoic formation with no free fluid in douglas. Essure not observed; on (B)(6) 2018: essure could not be found inside the uterus; on (B)(6) 2018: essure (two devices) in the left iliac fossa. Ultrasound scan vagina - on (B)(6) 2015: both essure devices were inserted correctly; on (B)(6) 2017: uterus in anteversoflexion, regular, occupied by the gestational sac where the yolk sac is visualized inside. Essure is not displayed. X-ray of pelvis and hip - on (B)(6) 2015: the device was shown to be in the left pelvic area; on (B)(6) 2017: the device was shown to be in the left pelvic area; on (B)(6) 2018: the device was shown to be in the left pelvic area; on (B)(6) 2018: essure (two) in abdominal cavity, between the left part of the hypogastrium and the left iliac fossa (ultimately in the left abdominopelvic quadrant). It is decided to take a watchful waiting approach. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-nov-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure not displayed in us / essure not located during bilateral laparoscopic salpingectomy / essure (two) in abdominal cavity, between the left part of the hypogastrium and the left iliac fossa (ultimately in the left abdominopelvic quadrant)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in august 2017. The patient's medical history included parity 3 (eutocic deliveries in 2004, 2009 and 2014) and preterm labor. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy") with amenorrhoea. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("colic-like pain in the hypogastrium"), 2 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced abortion incomplete ("incomplete abortion"). On (B)(6) 2018, the patient experienced complication of device removal ("bilateral laparoscopic salpingectomy - essures were not located during procedure"). The patient was treated with surgery (bilateral laparoscopic salpingectomy - essure not found and suction curettage). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation had not resolved and the pregnancy with contraceptive device, abdominal pain lower, abortion incomplete and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, abortion incomplete, device dislocation and pregnancy with contraceptive device to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2015, impossible to insert the left essure due to non-preparation of the endometrium and poor tolerance. It is not possible to access the left ostium. On (B)(6) 2015, the left device is placed in the second stage. Rings: 4 in the right ovary and 4 in the left ovary. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: positive. Ultrasound scan - on (B)(6) 2015: uterus in anteversoflexion. Both essure devices well inserted. Right with image compatible with hemorrhagic follicle. Left one of normal echostructure. No free intra-abdominal fluid; on (B)(6) 2018: uterus in regular anteversoflexion of 53x31mm. Right ovary of 25x21 mm normal echo structure. Left ovary 50x37 mm bilobed anechoic formation with no free fluid in douglas. Essure not observed.; in (B)(6) 2018: essure (two devices) in the left iliac fossa. Ultrasound scan vagina - on (B)(6) 2017: uterus in anteversoflexion, regular, occupied by the gestational sac where the yolk sac is visualized inside. Essure is not displayed. X-ray - on (B)(6) 2018: essure (two) in abdominal cavity, between the left part of the hypogastrium and the left iliac fossa (ultimately in the left abdominopelvic quadrant.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.